Event description:
It was reported that, "pt had a primary tka performed on (B)(6) 2010. He had a "reaction" and his surgical site was "red & puffy." The surgeon decided to do r & d two and washed out the site. He decided to also replace only the tibial insert, same size that was in there. Routine and uneventful."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.